Event description:
It was reported that the numbers on the insulin pump were ramping up on their own when attempting to bolus. Customer stated that they are only able to bolus up to a certain amount. Customer's blood glucose reading at the time of the call was 78 mg/dl. No further information reported.

Manufacturer narrative:
It was reported that the numbers on the insulin pump were ramping up on their own when attempting to bolus. Customer stated that they are only able to bolus up to a certain amount. Customer's blood glucose reading at the time of the call was 78 mg/dl. No further information reported.